Manufacturer narrative:
(B)(4). The device was reported to be available for evaluation. A follow-up report will be filed if any additional relevant details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: during visual inspection the tubing was observed to be cut in two places. The root cause could not be identified. This issue has been escalated to CAPA. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an interlink t connector extension set was received cut in half. This malfunction was identified when the package was opened. There was no patient involvement; there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.